Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed indicated that the customer experienced hyperglycemia with a blood glucose value of 225 mg/dl at the time of the event and reported a differences in sensor glucose and blood glucose value and pumps under delivering. The customer reported hyperglycemia treated with insulin pump. The event involved products mmt-7040a, mmt-342, mmt-1884, mmt-431ag. Troubleshooting was performed for sensor glucose vs blood glucose and the discrepancy between sensor and blood glucose value which was not within range. The insulin delivery suspended due to sensor glucose vs blood glucose difference. Troubleshooting was declined for the hyperglycemia. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431ag. The customer will continue using the device.